Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 2.75 x 28 mm xience alpine stent was implanted on (B)(6) 2016. On (B)(6) 2016 the patient was re-admitted with unspecified cardiovascular symptoms and gastrointestinal bleeding. It is unknown what treatment was performed. The patient was discharged to a nursing home. No additional information was provided.